Event description:
It was reported that, "the forward and reverse button fell off. Finished case with non ratcheting screw driver."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.